Event description:
Additional information received reported that there was premature battery depletion and the device was replaced. There was no patient injury.

Event description:
It was reported that the implantable neurostimulator (ins) battery depletion had been seen as premature. The ins was reported to be at end of service (eos). The parameters were follows: a1: nonactiva at 0 volts a2: 6.6v, 450us, +,-,+ 492ohms a3: 10.5v, 450us, -, -, +, + 297ohms usage reported to be 575hours 60hz, 24/day usage no cycling the remaining battery was 2 months estimate. Battery depletion was close to estimate. The ins had electrode impedance test and nothing came in as out of range. The lower impedance had been seen on a3 program. The patient was scheduled for an ins replacement in the end of october. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 3777-75 serial#(B)(4) product type lead; product ID 3777-75 serial# (B)(4) product type lead. (B)(4).

Manufacturer narrative:
Analysis of the device, serial #(B)(4), found the battery at normal end of life and telemetry and output were okay. There was no significant anomaly.